Event description:
Caller reported performing three consecutive tests with the freestyle meter on the patient while patient was having a seizure and results of 288 mg/dl, 149 mg/dl and 49 mg/dl were given. The paramedics were called and the customer was treated with dextrose. The tests were reported to have been performed on the finger within minutes apart. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. The freestyle reading of 49 mg/dl was consistent with symptoms and treatment provided.